Event description:
Began using philips CPAP (B)(6) 2017. Severe cough and shortness of breath began in early 2020; diagnosed with asthma. Experience lung infections, fluid on lungs, pneumonia and respiratory failure.